Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that patient had fainted with ventricular tachycardia (vt) while at work. It was found that the implantable cardioverter defibrillator (ICD) had stopped working. The ICD was explanted and replaced. No further patient complications have been reported as a result of this event.